Event description:
Pt deemed by police to be too violent for jail admission brought to emergency dept by ambulance per police direction. Emergency dept physician assessed pt to the extent possible. Ordered 4-point locked restraints based on pt's assaultive and combative behavior and concern about risk to self and others. Application of restraints was accomplished only with the intervention of ambulance staff, ed staff, and six hospital security staff. Violent behavior and resulting injuries to staff prevented complete medical exam. Drawing of a blood sample and basic vital signs required assistance of security staff in addition to the restraints. Pt was monitored while in restraints. Pt's condition deteriorated rapidly (within minutes) from thrashing to irritable to calm to unresponsive. Full code and CPR efforts were initiated. Death was attributed to causes other than use of restraints. Hospital completed full medical care review and does not believe the medical device in anyway contributed to pt death. Restraints prevented injury to self and others. Death consistent with overdose.